Event description:
Related manufacturer reference number: 2017865-2023-25016. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p wave oversensing, failure to capture, due to a dislodgement on the right ventricular (rv) lead and on the atrial (ra) lead failure to capture and dislodgement was confirmed via xray. Programming changes were performed to resolve the issue. The patient was in stable condition.